Event description:
The customer reported the system was unable to recall saved images. The fe confirmed the loss of images. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.